Manufacturer narrative:
The evaluation observed the unit failed inspection due to loose power inlet which can be pried or removed and cause the power cord to become loose. The asset was repaired and returned to asset stock. The asset was last serviced in december 2021; no problems were found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset visera elite ii video system center was returned to the service center. There was no reported allegation of any malfunction associated with the device. However, upon inspecting and testing, the service technician found the asset failed inspection due to a loose power supply inlet. There was no death, injury or harm reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a loose power inlet holder. The specific root cause of the loose power inlet holder could not be determined at this time. Olympus will continue to monitor field performance for this device.